Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) and lot: 7084403.

Event description:
It was reported that the patient experienced massive bleeding and was rushed to the hospital within a week after a spinal cord stimulation trial lead implant procedure. The relationship between the bleeding and the trial procedure is unknown. The patient was released from the hospital. No further information has been able to be obtained regarding this event despite good faith effort.

Event description:
It was reported that the patient experienced massive bleeding and was rushed to the hospital within a week after a spinal cord stimulation trial lead implant procedure. The relationship between the bleeding and the trial procedure is unknown. The patient was released from the hospital. No further information has been able to be obtained regarding this event despite good faith effort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), lot: 7084403.